Manufacturer narrative:
(B)(6). Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the ipg site. It was noted that the patient had an elevated white blood cell (wbc). Infection was not device related. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.